Event description:
The duett pro sealing device was deployed following a diagnostic procedure via a 6 fr sheath in the right common femoral artery. Prior to deployment, the pt was found to have severe peripheral vascular disease and a vessel size less than 6 mm in size. These represent warnings in the duett instructions for use manual. During deployment, it was reported that tension was released on the catheter during the procoagulant delivery. Following the deployment, the pt experienced loss of pulses. An occlusion was confirmed and treatment consisted of surgical intervention and anticoagulation therapy. The event was resolved with no further complications.